Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿major stomach pain¿. The cause of the peritonitis was unknown. The same day as stomach pain onset, the patient was hospitalized and diagnosed with peritonitis and another indication. Two days after event onset, the patient received unknown intravenous antibiotics (no further details) for the peritonitis. Eight days after event onset, the patient underwent a surgery for an unrelated indication and the pd catheter was removed the same day. Nineteen days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event, antibiotic therapy was ongoing and the patient was performing hemodialysis. No additional information is available.